Event description:
There was germs on tampons and pads or a substance which produces a foul smelling germy must odor even with a new "clean", unused/ sealed pad or tampon. I did not use the tampons. I'd like to report the concern as a possible quality problem or germ terrorism threat. Ref report: mw5168643.